Manufacturer narrative:
Reported defect: bilateral deflation. Condition of product: product was received inside a single sealed pouch with activated sterilization indicators. The pack included distributors report and health professional's paperwork, including decontamination certificate. Background of the surgery: original surgery was performed by dr in 1999, using hutchison hsl 380 saline-fill implants, which were filled to a volume of 380cc (left) & 390cc (right). In 2007, the pt visited the surgery centre in regards to a suspected bilateral deflation of her breast implants. The pt underwent bilateral replacement surgery about 3 months later. The implants were replaced with mentor 400 moderate plus devices that were filled to a volume of 425 (left) & 445 (right). Visual inspection: visual inspection identified a fold flaw which is located on the 4 o'clock position (when the product was held in such a position that the brand name was upright and horizontal) that measures approx 37mm in length which starts on the periphery, where it then extends onto the posterior surface. The shell showed signs of fatigue along the fold and had developed into a split approx 1 mm. Also identified on the posterior surface was a small linear breach that measures approx 5mm in length. Product inspection: pressure testing identified no other leaks or breaches. Microscopic examination (x10) of the breach confirmed a 1mm split on the fold flaw. The product met all mfg and quality specifications post MFR. Conclusion: a fold flaw is not a mfg fault.